Manufacturer narrative:
Evaluation: a datascope 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation. No blood was noted on the exterior of the device. No kinks were noted in the sheath tubing. The original iab used with the sheath was not returned. The sheath and hemostasis valve were measured and found to be within datascope's mfg specifications. As a test, a vacuum was drawn on a folded laboratory stat dl 9.5 fr. Membrane using a laboratory 60 cc. Syringe and one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned 10 french, 6 inch sheath and hemostasis valve without difficulty. Probably cause of difficulty: no defect was found in the returned items during laboratory examination. Unfortunately, it was not possible to verify the rpt'd difficulty in the lab. In general, difficulty advancing the iab into the sheath or the sheath into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The dr was unable to insert teh iab into the hemostasis valve - rpt'd 9/23/97. The following was rpt'd to datascope on 10/20/97: the cardiologist was unable to advance the balloon through the sheath because of an unk obstruction. Event complications: unk - rpt'd 9/23/97 and 10/20/97. Pt current status: unk - rpt'd 9/23 & 10/20.